Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported the therapy was not effective for the patient on (B)(6) 2016. Ten days after implant the patient felt discomfort during stimulation. The stimulation was in the correct area but the patient was receiving painful stimulation instead of tingling. Furthermore the patient has clonie in the foot, so they had to switch off the implantable neurostimulator (ins). All the follow up visits performed in order to reestablish the effective stimulation were not successful, reprogramming was not successful, the patient felt pain, and has clonie like an hyper-stimulation. X-ray image of the spinal cord stimulation (scs) system was ok. All the values of the impedance test were okay. The patient would like to explant the scs system because they were very unsatisfied. It was unknown if there were external factors that contributed to the event. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown of planned. It was additionally reported that the connection between the charger and ac cable were not working. There were no external factors that contributed to the event, the issue occurred with a new device which the package was just opened. The action taken to resolve the issue was the recharger was replaced, and the new recharger worked properly. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that surgery to explant the scs system has not been planned. The cause of the therapy not being effective and painful stimulation was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.